Manufacturer narrative:
Explant date provided therefore d6b updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 41-year-old male patient presenting with cardiomyopathy and in scai stage d shock on an intra-aortic balloon pump (iabp) prior to initiation of support. While in the intensive care unit (ICU), hemolysis was observed with pink/red urine on level p-7. The impella was lowered to p-3. The lactate dehydrogenase (ldh) was 1.8 (previously 2.7 while on iabp pre-impella). The patient subsequently experienced ventricular tachycardia (vt) and extracorporeal membrane oxygenation (ECMO) was initiated for additional support. The patient¿s vital signs stabilized after ECMO insertion. The physician indicated vt was caused by myocarditis, not impella. The device functioned at p-3 at 2.0 l/min with no issues. The post-procedure outcome is unknown. Hemolysis and arrhythmias are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.